Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements of greater than 2,000 ohms. Increased pacing thresholds and slightly elevated shock impedances of 57 ohms were also noted. No noise was noted on the lead. Boston scientific technical services (ts) recommended troubleshooting options and performing a chest x-ray. The physician elected to continue monitoring the lead as the sensing, shock impedances, and threshold measurements were consistent and the pacing impedances were consistently in the 1900 ohms range. Additional information was provided that the patient would continue to be monitored. No adverse patient effects were reported. Approximately 15 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.